Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Cable assembly connector pins broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on june 16th 2016 stating that their desktop charger (dtc) had a bad connector pin for about two to three months. They noted that it was not an out of box failure, and that the connector pin portion of the dtc had to be held in for the implantable neurostimulator (ins) recharger (insr) to charge. There were no related symptoms reported at that time, and a replacement dtc was shipped to the patient. They also reported not being able to charge the ins, but they were able to connect to the ins using the patient programmer (pp), and there were no problems at the implant site. This issue had occurred since (B)(6) 2016. The indication for use was non-malignant pain. The patient called back that next day stating that they had poor communication with the pp, and they were unable to communicate using the insr as well. The last time the patient felt stimulation was (B)(6) 2016, and the last successful recharge session had been 2 1/2 to 3 months prior. The reason for not charging was that therapy was not needed, but the patient later had a return of symptoms. The patient corrected the previous statement regarding pp communication to clarify that the pp was unable to connect with the ins. The indication for use was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that she had met with the manufacturer representative and the inability to communicate with the internal device and the loss of stimulation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.